Event description:
It was reported that when the device was used during an unknown procedure, it cut but did not staple. Surgeon noticed that there were no staples in the staple housing. The procedure was completed with a competitor device. There was no reported pt complication.